Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging moisture inside the battery compartment with no reported damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during investigation, moisture was observed in the battery compartment. The battery compartment was cracked from the threads to the case seal left of the grip pad. A leak test failed due to a battery compartment leak. The pump was opened and no moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.